Manufacturer narrative:
An event of shortness of breath, stenosis and calcification was reported after 13 years of epic valve implant. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. However, based on the information received, the reported event is consistent with structural valve deterioration (svd), which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors. Information from field indicated that the patient had severe annular calcification and severe kinking vessel, which may have contributed to reported stenosis. The reported calcification and stenosis and shortness of breath appear to be cascading effects of structural valve deterioration. However, the exact cause could not be conclusively determined. The surgical intervention was a result of valve-in-valve performed using navitor valve implanted without any complications. The patient was reported to be stable. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: medical device problem code.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for a transcatheter aortic valve-in-surgical aortic valve procedure using a large flexnav delivery system. The patient had a 29mm epic supra aortic valve implanted on 2013. On an unknown date, the patient presented with shortness of breath, reduced daily power. A stenosis and calcification were confirmed. The patient had severe annular calcification and severe kinking vessel. The navitor valve prepared as per instructions for use (IFU) regulations. A pre-implant balloon valvuloplasty was done with a 26mm non-abbott balloon. The procedure got completed without any complications. The final implant depth at non-coronary cusp (ncc)/left coronary cusp (lcc) were 4,5/5. There was trace perivalvular (pvl) was noted. The patient remained hemodynamically stable all the time. The patient was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for a transcatheter aortic valve-in-surgical aortic valve procedure using a large flexnav delivery system. The patient had a 29mm epic supra aortic valve implanted on 2013. On an unknown date, the patient presented with shortness of breath, reduced daily power. A stenosis and calcification were confirmed. The patient had severe annular calcification and severe kinking vessel. The navitor valve prepared as per instructions for use (IFU) regulations. A pre-implant balloon valvuloplasty was done with a 26mm non-abbott balloon. The procedure got completed without any complications. The final implant depth at non-coronary cusp (ncc)/left coronary cusp (lcc) were 4,5/5. There was trace perivalvular (pvl) was noted. The patient remained hemodynamically stable all the time. The patient was reported stable.